Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 3b endoleak and stent cage dilation of the suprarenal aortic extension as well as the main body stent. The clinical evaluation additionally found the following contributing factors to the reported event; off label use due to patient anatomy, stent size incorrect for patient, and a stent collapse of the main body. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up showed a type 3b endoleak with a large blush of contrast seen coming from the distal part of the main body graft. The physician elected to implant a non-endologix gore device to seal the endoleak. The secondary intervention was reported as successful. There have been no additional adverse events reported for this patient. During the clinical evaluation in addition to a type 3b endoleak of the main body stent a type 3b endoleak of the proximal extension was identified as well as a dilation of the proximal stent was observed.